Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. Customer's blood glucose level was between 300-400 mg/dl. Tandem technical support advised the customer to monitor system performance.